Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information was received, and it was learnt that during the explant procedure incision enlargement was performed and sutures were used. Visual acuity pre-op (pre- initial implant)? 20/40-1. Visual acuity post-op (post- initial implant)? 20/40 +2. Visual acuity post-op (post-replacement)? 20/40 +2. Patient was stable at discharge and there was no treatment or prescription given by doctor outside of normal post-operative treatment. No further information provided. Date of event: (B)(6) 2019. If explanted, give date: (B)(6) 2019. Patient code 3191 ¿ incision enlargement. Patient code 3191 ¿ sutures. Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Date of event: exact date of event is unknown, however a best estimate is between the date of implant (B)(6) 2019 and the received date of this report, (B)(6) 2019. If explanted, give date: explant was scheduled for (B)(6) 2019 however not yet confirmed. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis toric intraocular lens (iol) model zct373 +20.0 diopter is scheduled to be explanted on (B)(6) 2019 from patient¿s left eye because of patient experiencing decreased visual acuity and residual astigmatism. The replacement lens is planned to be a model zct225 20.0 diopter iol. Follow ups were made, however the explant is not yet confirmed. No further information provided.